Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. In submitting a single report on behalf of b. Braun melsungen (the manufacturer) and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report# (B)(4). The actual pump involved in the reported incident was returned to b. Braun's carrollton, tx facility for evaluation. Volumetric accuracy testing was performed three times at a rate of 150ml/hr and a volume to be infused (vtbi) of 37.2ml. The test results were within specifications. The pump's operational log was reviewed there was no indication the pump under infused or any malfunction of the pump occurred. Based on the results of the investigation, the pump operated as intended. No conclusion can be made regarding the cause of the event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: customer reports: under infusion. No patient injury.